Manufacturer narrative:
Initial.

Event description:
It was reported that the user ate sugary foods at a birthday and did not announce enough carbohydrates, resulting in incorrect meal entry while using the ilet bionic pancreas, which aligns with an improper or incorrect procedure or method and involves the user interface. Symptoms included insufficient information to characterize specific clinical effects. Outcomes included insufficient information to characterize the impact of the event. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a usage problem with no device problem found, consistent with user interaction with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.